Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged moisture exposure, insulin pump error 35 and critical insulin pump error (open book image) alarms found on (B)(6) 2021. The insulin pump was received with moisture damage on the inside of the battery compartment and a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history and trace files. A review of the downloaded history files reveals on (B)(6) 2021 at 15:20 the insulin pump alarmed insulin pump error 35 which caused the critical pump error (open book image) alarm. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on electrical board 1, the motor, and the force sensor. The force sensor zero offset is within specification (23.1 millivolts). Critical pump error (open book image) alarm and insulin pump error 35 alarm are due to moisture damage on the force sensor circuit. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and serial number label faded. Critical pump error (open book) alarm and insulin pump error 35 alarm are confirmed due to moisture damage on the force sensor circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.